Manufacturer narrative:
Color; switch1 has a cut; due to deformation of scope connector, water tightness is lost; due to damage on channel tube, water tightness is lost; due to damage on air/water tube, water tightness is lost; due to a chip on distal end plastic cover, insulation resistance value at distal end does not meet the standard value; due to damage on objective lens, a foggy image occurs; nozzle has foreign objects; adhesive around objective lens has foreign objects; adhesive around light guide lens has foreign objects; connecting tube has a wrinkle; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle, adhesive around objective lens and adhesive around light guide lens have foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.the device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling device in accordance with the following IFU.IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection.IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).olympus will continue to monitor the field performance of this device.